Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: investigation revealed an intact keypad with intermittently responsive up, down and ok buttons. Upon removal of the keypad cover, evidence of contamination was observed under all contacts and evidence of moisture was found under the down and ok contacts related to cracks in the pump casing and the battery compartment allowing seepage of moisture. The pump was opened to inspect the keypad flex which was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture ingress. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. The display was dim and discolored and the lens was peeling. The battery compartment was cracked to the left of the bumper pad from the threads traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down keypad buttons were under-responsive to user inputs. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.